Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. Upon evaluation, there was corrosion on the j704 connector inside the distribution node (dn) pca board. The cause of the non-functional ECG electrodes is the corroded connector. The root cause of the corroded connector cannot be positively identified but is likely liquid ingress. No adverse event resulted from the corroded connector.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.